Event description:
The customer reported the system monitor popped, and then smelled a burning smell from the workstation. The system went down and had to reboot during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.